Manufacturer narrative:
B3: february is the reported month of the event, but the exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history indicated multiple cassette not attached errors. Functional testing was performed, and a dent was detected in the air in line detector (aild). The aild was replaced, and the probable cause of the cassette error was a failing downstream occlusion (dso) sensor, as contamination was also identified on the sensor. The dso sensor was also replaced.